Event description:
A malfunction on the customer's insulin pump was reported, which did not lead to an adverse impact on the customer's blood glucose level. The pump displayed malfunction code malf 16 and could not be reset. Consequently, technical support arranged for a replacement pump with updated software to be sent, and the customer was guided on using a backup therapy method to continue insulin delivery. The customer received instructions on returning the malfunctioning pump and programming the replacement pump's settings, which they acknowledged.